Event description:
Information received indicates, the head of the bed will not go down. The technician found one of the wires that connect to the head motor was out of place. The technician reconnected the wire to repair the bed.